Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error-3 message when attempting to apply a sample. Through troubleshooting, it was determined the locked meter was not unlocked, making the uom selectable. There was no serious injury, death or mistreatment.